Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Exact date of nail breakage is unknown; however, the issue was discovered in early (B)(6) 2016. Additional product codes for this report include hwc. (B)(4). (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the u.s. Product investigation summary: part 04.027.034s / lot 9465020: pfna blade perf l95 tan - there are visible marks of forcible use on the shaft of the blade, which are preventing it from being locked and unlocked. The device is reportedly in a jammed condition. The relevant dimensions of the blade cannot be investigated due to the damaged / jammed condition. The examination of the raw-material testing certificate showed no deviations regarding material analysis, strength, or structural stability. The values were in compliance with the international standards for titanium. The blade in question was produced in a quantity of (B)(4) pieces in april, 2015. No product fault could be detected. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 30, 2015 - expiry date: april 1, 2025. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was originally reported that a patient suffered an intertrochanteric fracture of the left femur, which was treated via proximal femoral nail antirotation (pfna) nailing on (B)(6) 2015. In early (B)(6) 2016, the patient fell at home. Upon x-ray examination, it was determined that the nail had broken in the distal region. The patient returned to the operating room on (B)(6) 2016 to have the broken nail removed. All pieces were extracted successfully and the patient was revised to a longer pfna nail. Update: it was noted during the investigation of the returned parts, which was completed on (B)(6) 2016, that the pfna blade showed marks of forcible use at the shaft. As a result of the damage, the device could not be locked or unlocked. Instead, the device remained in a jammed condition. Therefore, the device was re-assessed and determined to be reportable for this complaint. This report is 2 of 2 for (B)(4).